Event description:
It was reported to philips that the system gave an error indicating the emergency stop was active, and was not turning on. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of use. It was reported that the e-stop activated and system was not turning on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the np-f18 fuse holder was melted in the m rack. Fse moved cable np-x215 to spare connection np-x216 as a temporary workaround. After that, the system was returned to use in good working order. Later, the fse advised the customer to replace the set mpdu accessories and ups 1phase data integrity battery sp. The codes were updated based on the investigation outcome.